Event description:
Per the clinic, it was reported that the patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment. This report is submitted on november 26, 2021.

Manufacturer narrative:
This report is submitted on may 20, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection with skin overgrowth at the abutment site and was subsequently treated with topical steroids and antibiotics (date not reported). The patient continues to be clinically managed by their healthcare provider.